Event description:
The patient was implanted with an ams monarc sling on or about (B)(6) 2009, to "treat stress urinary incontinence." It was reported that after the monarc was implanted the patient experienced "pain, dyspareunia and bladder leakage." On an examination on (B)(6) 2011, the physician noted "palpable mesh in the vagina." It was reported that the patient has "suffered and will continue to suffer, pain, disability, impairment," and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.